Manufacturer narrative:
E1: complainant state: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
It was reported by distributor that part of the primary package was found open. Approximately 60 mm (sixty millimeter) of the seal area was observed to be opened at the crimped portion of the product. The product was not used. The photographs depicting the issue were received from the complainant.